Event description:
During product evaluation, the pump's main batteries were identified as depleted. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary:the condition of depleted main batteries identified during product evaluation was confirmed. Inspection of the device found the pump's main batteries were potentially damaged, and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.